Event description:
It was reported that the customer experienced multiple low blood glucose events within 24 hours, with the lowest level being 2.9 mmol/l. The customer responded by consuming carbohydrates to manage the situation which successfully resolved the blood glucose.